Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -8.50/1.0/092 (sphere/cylinder/axis) implantable collamer lens,into the patient's left eye (os) on (B)(6) 2018. Glare/halos were observed. Lens remains implanted. The cause of the event is reported as unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5- "the reporter indicated that a 13.2mm vticm5_13.2, -8.50/1.0/092 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2018. Reportedly, lens naturally sits very slightly superior/temporal. Eye drops (alphagan) do not work. Lens remains implanted. Status of eye; "all within normal limits." H6: health impact code- 2199 in initial MDR is corrected to 4644. Claim # (B)(4).